Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump had blank display. The customer's blood glucose was 452 mg/dl at the time of incident. The customer's blood glucose was 452 mg/dl at the time of call. Troubleshooting was done. The customer's mother stated that the insulin pump was not dropped, bumped or exposed to moisture. The customer's mother stated that the battery compartment and spring were not damaged or corroded. The customer's mother stated that the battery cap was not damaged or corroded. The customer's mother stated that the display returned after troubleshooting. The customer's mother stated that the insulin pump alarmed power loss. The customer's mother checked for setting issues and none was found. The insulin pump will not be returned for analysis.